Event description:
The lay user / pt contacted lifescan alleging that the product had a damaged display issue. The pt stated that the contrast was too dark on the alleged meter. The pt's meter was replaced. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.